Event description:
It was reported that "the revision driver inner shaft was broke as a surgeon was attempting to take a screw out. The rep states she didn't notice the surgeon toggling the driver at all."

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.